Event description:
Per the clinic, the patient experienced extrusion of the device subsequent to sustaining a head trauma.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of this date of report. Device analysis report attached.